Manufacturer narrative:
The device involved in this event was returned, but there was not enough to test.(B)(4).

Event description:
Information received via medwatch# (B)(4). It was reported that during onyx injection, a small amount of onyx was observed in an uninteded external carotid artery. The catheter was removed and a tear was noted. No injury was reported and the patient was discharged.same as MDR# 2029214-2012-00632.